Event description:
During use for a cardiopulmonary bypass procedure, the pump system spontaneously switched from ac power to battery backup power. The pump system was replaced. A field service representative examined the device and found that the ac power cable had been broken at the point at which it entered the pump system chassis. The device was repaired and returned. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.